Event description:
A malfunction alarm was reported, with no notable events occurring prior to the issue. There was no adverse impact to the customer's blood glucose level. Technical support decided to replace the pump, and the customer was instructed to use multiple daily injections (mdi) as a backup therapy. The customer was informed about putting the pump into storage mode and returning it using a pre-paid label within ten days.